Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed internal leakage test failure, has been caused by nozzle unit of gas module included in pm kit which has been replaced. The technician checked the nozzle unit (not specified which one or both) and replaced it, the device was returned for use. There were no further failures. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The pm kit has been replaced according to the schedule. Therefore, the most probable root cause is expected wear and tear of the nozzle unit.